Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results on the subject meter (onetouch verio iq) in comparison to a onetouch ultra meter. The reporter did not specify any result values. This complaint is being reported because there was an allegation of inaccuracy and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.